Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was electively explanted on (B)(6), 2026. The patient was a long-term non-user who communicated using american sign language (asl), and there was a possible need for future MRI examinations. It is unknown if there are plans to reimplant the patient as of the date of this report.